Manufacturer narrative:
Per (B)(4). Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and the return of the explanted devices has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Minihip / trinity revision of the stem and ceramic head after approximately 2 months due to subsidence of the stem.

Event description:
Minihip / trinity revision of the stem and ceramic head after approximately 2 months due to subsidence of the stem.

Manufacturer narrative:
Per -2912 final report additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and the return of the explanted devices was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the scope of this investigation was limited. The appropriate device details were provided and the relevat device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported stem subsidence could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.